Event description:
Additional information received reported that patient¿s family saw signs of return of spasticity. The family was insistent on the pump being removed and a new one being implanted. It was noted there were no obvious signs there was a problem with either the pump or the catheter.

Event description:
It was reported that the patient was admitted to the hospital due to perceived inconsistency of medication being received and suspected complications with the pump or catheter. The patient was experiencing increased spasticity at this time. It was reported 2 weeks later that the patient was still in the hospital "in withdrawal" and was being managed; however, the night prior to the report the patient "went into overdose." A dye study was performed but results were not provided. A surgery was performed on (B)(6) 2012, and determined that the pump connector was only partially connected and was leaking. The catheter pump connector was replaced. The patient outcome was not provided. The device system was used to deliver gablofen (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump passed dispense and infusion accuracy testing. Conclusion - refers to the pump only.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the patient experienced withdrawal and under dose symptoms. The patient does not speak but family members indicated the patient was arching their back, flailing and uncomfortable. A volume discrepancy was reported. The expected volume was 7ml; the actual volume was 11ml. The cause of the discrepancy was unknown. Patient's mother was worried that the pump wasn't working and reported the volume discrepancy to hcp. Patient status was "alive - with injury". Intervention was noted as oral medication given. The dosing was changed from periodic bolus to simple continuous. Diagnostic testing/troubleshooting was performed. A dye study was performed. A pump rotor study was done and revealed the pump was "running fine". The patient was being monitored. The patient was comfortable and doing well. The patient was discharged from the hospital.

Manufacturer narrative:
(B)(4).